Event description:
It was reported the patient presented to the clinic due to hearing a patient alert and it was found the device reached elective replacement indicator (eri) and early battery depletion was suspected. Also, the right atrial (ra) lead threshold was high at 2 volts at 0.4 millivolts and the capture management had increased the outputs to 5 volts at 1 milliseconds. The device was explanted and replaced. Capture management was reprogrammed off in the new device and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator 2012-(B)(6), 6945-58 implantable tachy lead 2001-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.